Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced unintentional extra-cardiac stimulation from the left ventricular lead on the phrenic nerve, diaphragm, and chest wall. The issue resulted from lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
The previously reported hospital was incorrect; the correct hospital is (B)(6).

Event description:
New information received notes that patient was stable throughout the event.